Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline disposables complaint of leaking at precheck was not confirmed. Pictures provided were not able to visually confirm the complaint. Sample p/n l-70 with lot number 4034458 reported in complaint was visually inspected and tested, which passed.

Event description:
Investigation completed and summary in h 10.

Event description:
Information was received indicating that during pre-use check, a smiths medical level 1 hotline disposable was leaking from the connector. Therefore, the customer did not use the product. No patient consequences were reported. No adverse effects were reported.